Manufacturer narrative:
An invacare engineer was allowed access to the chair and was able to perform an inspection. It was discovered during the inspection that a cable tie was positioned over the inhibit switch assembly. This resulted in the elevate inhibit not functioning as intended, so the chair would be capable of moving at a normal speed while elevated. The m91 user manual warns, "do not operate the wheelchair in an elevated position." It was determined that the cable tie was not likely installed by invacare during the manufacture of the chair. A test ride of the chair was performed before the device was released for distribution, and it was confirmed that the driver control went into drive lockout when the seat was elevated, as intended. Though a failure of the elevate inhibit function was confirmed, it has not been confirmed that the failure caused/contributed to the accident which reportedly resulted in the patient's death. The patient's death certificate lists the cause of death as aspiration pneumonia resulting from sepsis with septic shock and respiratory insufficiency. Invacare was unable to obtain any further information concerning the details of the incident.

Event description:
It was reported that the m91 power chair was capable of being driven with the seat in an elevated position. Then, a letter was received from the patient's lawyer, alleging that the patient was involved in an accident that ejected him from the chair, and he suffered severe personal injuries as a result. The lawyer alleged that the patient sustained a laceration to his forehead, which allegedly lead to sepsis and eventual death on (B)(6) 2016.